Event description:
It was reported that the patient experienced a change in therapeutic effect following a hospitalization after trying to commit suicide. Following the suicide attempt the patient vomited and got pneumonia. The patient was on life support for two weeks. During this time the pump was checked and was found to be working fine. The patient felt their disease was progressing. Additional symptoms reported included return of spasticity and leg pain. The patient was currently admitted to the hospital. After being admitted to the hospital for three weeks, the patient was discharged on friday, but was readmitted on tuesday night/wednesday morning because they were not feeling right. The patient was to be released on the date of the report ((B)(6) 2012). The alarm date on pump was (B)(6) 2012. The patient was scheduled to see their hcp on (B)(6) 2012. The baclofen dosage the patient was receiving was no longer working. The patient did also have some oral baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the patient originally had an appointment to see the physician on (B)(6) 2012 but forgot it and missed the appointment as previously reported. Following the suicide attempt, the patient was noted to have been passed out for two weeks. Since awakening, the patient felt his legs were like two by fours and had no leg response. It was noted the patient could not walk. He experienced a lot more spasms. The patient felt as if someone were pounding his head.

Event description:
Additional information was reported that this was not an intrathecal drug delivery issue. The patient was refilled on (B)(6) 2012, 20 ml pump, 2000 mcg/ml lioresal, 440 mcg/day, 2 ml alarm date (B)(6) 2012. The doctor stated weeks earlier, the patient took an overdose of prescription and illicit medications, and required admission, intensive care unit (ICU) stay and psychiatric care. The patient missed normal outpatient refill. When the patient seen on (B)(6) 2012, 1.6 ml remained in pump, no discrepancy between expected and actual residual volume, refilled back to 20 ml, no change in rate or dose. No evidence at any time of overdose or underdose was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted:2004 (B)(6), explanted: product type: catheter. (B)(4).